Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly, the customer was wearing the infusion set for 4 days. Tandem clinical support informed customer that wearing the infusion set for 4 days is off label per the tandem user guide. Customer¿s blood glucose level was 100-120 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.